Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-17880. It was reported that the patient's leads had apparent impedances, the patient underwent surgical intervention on (B)(6) 2022 to have their leads replaced. Patient now has effective therapy.

Manufacturer narrative:
(B)(6) 2023 I collins: additional regulatory report needed because product investigation was completed.